Manufacturer narrative:
D3: correction. H3: one device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event could not be confirmed with visual and functional testing. However, while doing the inspection it was found that the downstream occlusion seal was delaminating, and the upstream occlusion seal was separating. The down and upstream occlusion seals were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that infusion had been administered to the patient over 6 hours. According to the facility contact, the pump had been mis-programmed. The antidote had been given to the patient. At the time of the call, the patient had been experiencing side effects from the over-infusion. The initial prescription was 2.2ml, and the reservoir volume was 100ml. The event occurred while in use with a patient at the patient's home. There was patient involvement, and no patient harm/adverse event reported.